Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process. Failure data and parts-used information were reviewed for the sap and track wise files and found relevant to the service repair. A review of the source device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Misaligned occurred. Issue case front, case rear, handle, module latch, carriage assy damaged/cracked carriage assy binding/jammed. Iui contamination. There was no patient involvement. (B)(4). Recall point of contact. (B)(4). Unit requires syr 8110 split nut recall two 2016.& ***customer does not have prp coverage for this unit. (B)(4). There was no patient involvement. (B)(4). Recalls: syr 8110 split nut recall 2. Recall completed. Unit arrived with v9.15.1.2 already installed. Updated sap. Repair: front case: cracks: bot/ctr/edg, top/lt/dome; tdh damaged (lt&rt horns): replaced front case & top disc holder; keypad is incidental repair. Rear case: cracked: rt/fr/edg, base/lt/fr/scr, bot/rt/mid/scr: replaced rear case. Handle: cracked: lt@spine, rt@innr/rr: replaced carry handle. Tube drive: twisted left: replaced drive tube, sleeve, & seal. Iui's: oxidized contacts: replaced both iui's. Split nuts worn: 351.6740, 351.6660 on error log + slipping during manual test: replaced both iui's. Module latch: actuator worn: replaced. Incidental repair parts: 2 feet, 2 labels, 1 mylar gasket, 1 sensor flag leaf spring, 1 keypad assy. Maintenance actions: calibrations completed. P/m completed. Tamper seal: void: missing, none affixed. (B)(4). File reopened to add track wise pr number to the device data field. This file was initially classified as a level 3 non-complaint for preventative maintenance, upgrade, reconditioning, customer inquiry, or recall which do not require customer advocacy quality review, per (B)(4).